Event description:
The customer reported the cine disc was not working. The field service engineer found that the cine playback was not working. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge pcb cables and connectors were evaluated and reseated. The system was tested and found to be working as intended and returned to service.